Event description:
A consumer reported having essure implanted. A hsg (hysterosalpingogram) test was performed in (B)(6) 2009, both coils were in place and both tubes were blocked. Left coil was out and in uterus, embedded all the way through uterus, only thin layer was left out for it to go out into abdominal cavity. As for right coil, initially with hg test they said right coil was in place. Then CT with contrast could not locate coil, they said it perforated tue and back into uterus. No organs or intra-abdominal structures were affected. The perforation had not occurred during insertion. CT scan with contrast, blood tests, urine tests, most recent pap (papanicolaou) smear in (B)(6)-2013 came back normal, it showed extreme inflammation. Gynecologist performed hysterectomy and stated there was partially right sided coil in the tue. Consumer was not 100 percent sure, and does not know where it is in the tube, the uterus. She had only one post-follow up visit so far. Her doctor dissected the uterus to make sure she got both coils, she said she got all the pieces of coil out. Consumer has not totally recovered at time of reporting. Other symptoms/pain resolved after surgery.